Manufacturer narrative:
Device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device relief alarm valves pressure 10-12. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one ventilator unit was received for investigation. During visual inspection the device, damage was observed to the front panel, gas supply indicator, and the battery compartment. The gauge bezel was cracked. The relief pressure knob was missing. The reported issue was confirmed during functional testing when the pressure alarms activated out of specification. A review of the device service history found no information related to the identified issue. No root cause could be identified for the alarm issue. The device was deemed beyond economical repair and will be scrapped or returned to the customer.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on 27-dec-2022. The event occurred during testing. No patient harm.